Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving discharge from device. Patient received a shock for atrial fibrillation (af) with rapid ventricular rate. When patient received the shock, it converted their af. Patient was stable in the emergency room. Programming changes were made to the device.